Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the display screen is dim pink/faded. The pump was tested with a new test screen, and the good display screen is showing a strong clear contrast. Unrelated to the complaint, the keypad symbols were found to be worn which has no effect on insulin delivery. (B)(6). Device history record review was conducted on (B)(4) 2013, with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.